Manufacturer narrative:
The customer complaint for leaky gauges was confirmed. The returned product was confirmed to leak and fall out of the operational zone over a 5-hour period. The gages were reviewed and found to be manufactured just before switching tooling molds to an updated tool due to end of life tooling. An nc has been initiated to further investigate the root cause of this issue.

Event description:
The customer alleges that "once inflated, the bags keep losing air and deflating. Blood in is backing up in the arterial lines." No other details were provided.